Manufacturer narrative:
Internal complaint number: (B)(4). The lot # 25151522 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on 14oct2020. An investigation was conducted on 19nov2020. A visual inspection was conducted. A photographic inspection was performed based on photo received from client. The photo shows the following: loading device; delivery device with evidence of blood; aortic cutter; and the seal & tension spring which had a cut tether. The seal showed evidence of blood the heartstring loading and delivery devices were returned, as well as the aortic cutter as the companion device. Signs of clinical use and evidence of blood was observed on the delivery device and loading device. The delivery device was returned inside the loading device with the white plunger fully depressed and the blue slide lock dis-engaged. No measurements of the delivery tube were conducted due to the presence of blood which indicates that there was an attempt to introduce the device into the aorta. The seal and tension spring assembly was observed to be outside the delivery tube. The seal was observed to be fully unraveled with evidence of blood observed. The blue tension spring assembly was observed to be detached to the seal, with the tether string cut. No visual defects were observed to the loading device, delivery device, and seal and tension spring assembly. The aortic cutter was observed have signs of clinical use and evidence of blood observed. The safety lock was disengaged and the actuation button fully depressed inside the tool with the cutter and the spiral needle deployed. The needle was observed to be slightly bent. Based on the returned condition of the device, the reported failure "failure to unfold or unwrap" was not confirmed, but was confirmed for the analyzed failure "bent; needle"

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal fail to unfold/ unwrap. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal fail to unfold/ unwrap. A replacement device was used to complete the procedure. The hospital did not report any patient effects.